Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: customer found power cord experiencing a thermal event at the connection to the wall. No medical intervention needed to employees or patients. The pump was disconnected from the power cord, and the patient was removed from the room. Therapy was continued with no interruption and no injury.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) used power cord was received for evaluation. Upon visual examination, thermal damage was found at the union joint and the primary adapter of the power supply. One pin of the primary adapter was melted down. The reason for the thermal damage is a fluid ingress between mains and the primary adapter. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional information becomes available, a follow up report will be submitted.